Manufacturer narrative:
Pump passed displacement test and self test. Unit was received with intermittent return button response due to corroded keypad traces. Keypad connector was fully locked. No unexpected stuck button error alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed stuck button. Troubleshooting was performed. The customer¿s blood glucose level was 120mg/dl at the time of the incident. It was reported that the insulin pump was beeping and alerted the customer that a button was pressed for three minutes or longer twice. It was also reported that the insulin pump was placed in the customer's bra and was not exposed to any altitude change. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.